Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating and were in critical override. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and on critical override. A technical support specialist (tss) contacted the customer, who reported that the devices were in critical override and nurses were unable to access any patients. The tss found that a master case was already worked on and identified that the overall issue was related to the customer active directory (adt) / host system. The tss confirmed that the issue had self resolved, and the staff verified that patient access was restored and the issue was resolved. The system functioned as intended after the technical support specialist troubleshoot the device.